Event description:
Newborn in isolette with peripheral intravenous central catheter (PICC). Nurse noted that catheter was severed approx 1cm from the blue hub. A needleless connector had been used to connect the tubing to the catheter. The nurse stated that she doublted the possibility of the tubing having been cut - no porcedures done in that vicinity with scissors, etc. Also doubts that tube caught in door and pinched. Suspects that the weight of the connector may have been a factor - it had come untaped from the pt and was hanging over the side of the bed surface.